Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic biliary drainage catheter procedure using the navarre universal drainage catheter. After the procedure, the sure-lok wire of the locking device had fallen off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a DHR/bhr review is not required. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic biliary drainage catheter procedure using the navarre universal drainage catheter. After the procedure, the sure-lok wire of the locking device had fallen off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device is not available for returned to the manufacturer for evaluation. However, were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.